Event description:
The chair was being charged and allegedly caught fire. No one was in the chair at the time of the incident and no injury was alleged or reported. Dealer indicated that the battery box upgrade had not been installed prior to the alleged incident.